Event description:
Report received of a "slight break in a bolus cord and that it might have shorted out." Although requested it is unk to the reporter the medication infusing, pt diagnosis, sex and age. Although requested, it is unk to the reporter if there were any problems with delivery due to the break in the cord. No reports of adverse pt effect received. Additional pt info was requested, but no further info was available.